Manufacturer narrative:
In relation to the reported event, intuitive surgical, inc. (Isi) received voluntary report (B)(4) from the FDA on (B)(6) 2014 with the following event description: the patient was admitted on (B)(6) 2014, for a laparoscopic hysterectomy and bilateral salpingectomy using the da vinci. During the procedure, the obgyn surgeon noted that the cautery device self activated causing a thermal injury to the bowel. The da vinci was shutdown and a general surgeon was called to the operating room to assess the bowel. An exploratory laparotomy was necessary in order to properly evaluate the bowel. Only the one thermal injury site was noted, which did not require resection or repair. Once the examination of the bowel was concluded, the obgyn surgeon proceeded with this portion of the surgery. The patient was discharged from the hospital on (B)(6) 2014.

Manufacturer narrative:
The fse evaluated the da vinci surgical system and was unable to reproduce the reported issue of the esu activating on its own. In addition, the fenestrated bipolar forceps instrument involved with this complaint was also returned to isi and evaluated. The instrument was also placed on an in-house system. The instrument passed cautery performance and electrical continuity testing. The instrument only fired when the foot pedal was pressed. One of the grip tips of the fenestrated bipolar forceps instruments was found to be bent which was causing side to side misalignment of the grips. There was a 0.072: offset at the tips. The bent grip tip exhibited separation of the yaw pulley and pulley cover at the glue joint. Also, various scratch marks/abrasions were found on the distal end of the instrument's main tube with light material removal. The scratches were not aligned with the tube axis. Failure analysis of the instrument concluded that the instrument damage may have likely been due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The monopolar curved scissors (mcs) instrument involved with this complaint was returned to isi and evaluated. No trouble was found with the functional performance testing of the instrument. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2014. Towards the beginning of the surgical procedure, an error code 31079 occurred 5 times within a 10 minute time frame. An error 31079 is an information error code that signifies that an energy pedal was held for more than a specified period of time. This complaint is being reported due to the following conclusion: failure analysis of the fenestrated bipolar forceps instrument found various scratch marks/abrasions on the distal end of the instrument's main tube with light material removal. Refer to MFR report 2955842-2014-03637 for MDR submission of the reported adverse event (convert to open surgery) related to this complaint. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a da vinci hysterectomy procedure, the electrosurgical unit (esu) allegedly activated on its own and the patient sustained a thermal burn. According to the site's robotics coordinator, the surgeon sat down at the console and was manipulating tissue when he heard the sound of energy being activated from the esu. The surgeon was specifically moving bowel around with the back side of the fenestrated bipolar instrument. The surgeon was not holding tissue with any of the instruments when the event occurred. The surgeon claimed that he was not pressing the energy pedal on the surgeon side console (ssc) when the event occurred. He also indicated that the screen on ssc did not light up to indicate that energy was being activated. The surgical staff disconnected the energy cables and the surgeon found what appeared to be a burn on the patient's bowel. The burn was described as being a spread burn which the surgeon felt was from a fenestrated bipolar forceps instrument that he had on patient side manipulator 2 (psm2). The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instrument. There were no reports that a malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure. The da vinci hysterectomy procedure was converted to open surgery. On (B)(6) 2014, the same day the event occurred, an intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site. For the purpose of the evaluation, the site left the da vinci surgical system in the same condition when the event had occurred. However, the site had discarded the original bipolar cable and the grounding pad. The fse tested the da vinci system using the same instruments, monopolar cable, and esu that were utilized during the da vinci surgical procedure. The site supplied the fse with a new grounding pad and bipolar cable. The fse was unable to replicate the reported issue of the esu activating on its own. The ssc foot switches were not stuck and were working properly. The system activated the esu only when the ssc foot pedal was depressed. The vision side cart (vsc) passed an electrical safety test. The fse advised the site to have the esu tested by the hospital's biomed department. The fse tested the da vinci surgical system and verified that it was ready for use. On (B)(6) 2014, isi contacted the site's risk management department. The site's risk manager reviewed the operative report for the da vinci surgical procedure. According to the operative report, the reported event occurred towards the beginning of the surgical procedure. The surgeon made the decision to convert to open surgery in order to inspect the thermal burn. General surgery was called in to evaluate the burn. The risk manager stated that no repair or resection of the patient's bowel was performed. The patient's hysterectomy was completed via open surgery and the patient was discharged from the hospital on (B)(6) 2014. The patient returned to the site's emergency department with complaints of pain and incisional bleeding. The patient was advised to take pain medications and apply ice packs to the incision. The patient was not hospitalized. No other post-operative complications were reported.